Event description:
It was reported pump displayed error messages indicating insulin couldn't be delivered, which prompted her to change the cartridge and infusion set. This solution worked temporarily but was followed by recurrence of the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.